Manufacturer narrative:
The bipap a40 pro (113764997) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has not yet begun. A final report will be filed once the investigation has been completed. Additional findings not related to the malfunction/issue was a high 02 alarm had occurred on the device.